Event description:
It was reported that on (B)(6) 2011 the patient presented to the hospital experiencing chest pain. The lead perforated the patient and was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.